Event description:
The customer stated that the tube was leaking. The customer further stated that the tube presented resistance during infusion of the diet, even with the use of hydration. When the tube was removed, the customer observed a kink near the weighted tip of the tube.